Event description:
Obstruction inside the prosthesis was identified, preventing the progression of the guide wire. A new prosthesis was requested to complete the procedure. ((B)(4)/ MDR ref#3001845648-2022-00023) image provided appears to show damage/slight kinking to the 2nd porthole of the pigtail curl on the non tapered end of the stent . ((B)(4)- this complaint). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence for all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Observation prior to patient contact what was the target location for the stent? Pancreas. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The device was stored in a place protected from direct sunlight, at room temperature. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* met ii 35 480. Was the wire guide lubricated prior to use? N/a. Was the wire guide inspected for damage prior to use?* yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. If yes please indicate the type of procedure performed. N/a. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished?* it was used another device. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? No. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympos 3.7. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct. If other, please specify: n/a. Was resistance encountered when advancing the wire guide to the target location?* no. Was resistance encountered when advancing the introduction system in place to the target location?* n/a. How did the physician deal with this resistance? N/a. How did the physician determine the length of the stent to be used for the procedure? Through exams. Where was the stricture located in the duct? It was used for drainage. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. N/a. Was resistance encountered when advancing the stent through the obstructed area?* n/a. After placement, was stent position verified? N/a, if yes, please describe how. N/a. Please estimate the amount of time the stent was in place prior to this occurrence. The problem was detected before placement. Did any section of the device detach inside the endoscope or patient? No. If yes, please specify what section of the device broke off: n/a. Please indicate whether the device broke in the endoscope or in the patient? N/a. Was the broken device retrieved? N/a. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): n/a. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. If yes, please indicate what modifications were made: n/a. Please indicate why the modifications were necessary. N/a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a. Did the patient require any additional procedures as a result of this event? No . What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. N/a. * not applicable if problem occurred at removal.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot cf1798642 was not returned to cirl. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) (report reference number 3001845648-2022-00023). Image provided appears to show damage/slight kinking to the 2nd porthole of the pigtail curl on the non-tapered end of the stent. (B)(4) opened and related to this file as per additional engineering input 'the kink could have happened during the straightening of the pigtail by the user'. Lab evaluation: n/a. Document review: prior to distribution all zebd-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 device of lot number cf1798642 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number cf1798642. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot cf1798642. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: stent kinked, 1 device confirmed used. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed based on customer testimony. Investigation findings could not determine a definitive root cause. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Complaints of this nature will continue to be monitored for potential emerging trends.